Manufacturer narrative:
It was determined that the device reported was the primary implantation of this device. This was the resurfacing of the patient's natural patella or the primary implantation of the patellar component reportedly to address range of motion issues. Based on the provided information, the product reported in this investigation did not cause or contribute to any adverse patient consequence. Therefore, no evaluation is required.

Event description:
Insertion of a patella component. This event relates to the revision only and not the infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Insertion of a patella component. This event relates to the revision only and not the infection.